Event description:
It was reported that following a previously reported catheter revision in 2009. The patient experienced increased spasms and increased pain. The lioresal had been titrated up to 410 mcg/day. An x-ray was performed and revealed the catheter had migrated out of the intrathecal space. The patient was maintained on oral antispasmodics. At approx 5 weeks later, she had a catheter revision of the existing two piece catheter. The hcp verified that medication was flowing from the tip of the proximal catheter which was attached to the pump. The pump was programmed to infuse a bolus after the two segments of the catheter were disconnected. A new distal segment catheter was implanted, spliced onto the existing proximal catheter, and primed. The pump was programmed to deliver 2000 mcg/ml lioresal at an infusion rate of 250 mcg/ml. The neurosurgeon felt that the functionality of the pump was fine. A clinical description from the managing hcp indicated there had not been volume discrepancies at pump refills. Final patient outcome was not reported. See MFR report # 3004209178200902084 for prior event.